Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that these three shim trials were found cracked after being washed following surgery. Shims were not used during the actual surgery, so this did not effect it in any way. No surgical delay.